Event description:
Retained foreign body. The patient represented to the office after having a CT that demonstrated retained cup of vaginal manipulator that was used at the time of her supracervical hysterectomy and underwent exam under anesthesia and removal of foreign object this morning. It's apparent that the uterine manipulator had been broken at some point during the initial case and the lower part of the cup and the balloon were left inside. This has happened at another hospital within our system.